Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the pump was not returned an investigation was not possible. A DHR review was completed and found no non-conformances associated with the device. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump is delivering air to patient. They stated that they "forgot to put milk in the bag" and the that the pump didn't alarm and pumped air to the patient. During a follow up call from mmdg, the initial reporter stated that the patient was "doing fine and acting as expected" after the event. (B)(4)